Event description:
A customer reported that the equipment displayed a system message and had problems with the footswitch during a cataract with intraocular lens implant procedure. The case was able to be completed with another system following a delay of 30 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the system message (sm) (upswitch failure) reported. The foot switch was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).